Event description:
It was reported that the device had failed accuracy test 7 percent. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 7/16/2024. H3: one device was returned for repair in used condition. This device has not been serviced within the review period. No problem found in event history log. Accuracy testing was performed, and the complaint was verified. The cause is the expulsor is out of specification. Replaced the expulsor assembly to correct the issue. The device passed all functional tests after the repair.